Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center, and no ventilator inoperative alarms were noted. During the evaluation, a service required alarm indicating an internal battery failure was observed. The internal battery needs to be replaced. No repairs were performed. The device was scrapped.